Manufacturer narrative:
Ocd performed retain testing, batch review, and complaint review by lot. All results were satisfactory. Sample was not returned to ocd for further investigation. (B)(4).

Event description:
Customer reported a false negative reaction in the forward typing of the anti-a microwell in the mts abd mono rev gel card to a patient later confirmed to be a blood group of a2b pos. Customer reports the patient in question was tested on the provue for the type and 2cell screen test. The provue issued a negative result to the forward anti-a microwell and issued a blood group of b pos based on the remaining reactions in the card. Patient in question had no previous blood group history . The customer's protocol is to repeat the testing of any patient with no history by the traditional tube method using another sample. Customer reports the tube testing yielded a 2+ reaction with the forward anti-a and all remaining reactions being consistent with the provue results. The patients' blood group was correct from b pos to a2b pos and no transfusion occurred as a result of this discrepancy. Based on further troubleshooting testing by the account, the patient's true blood group was determined to be of group a2b pos with anti-a present in their plasma reacting with the affirmagen a1 cells. Customer repeated the testing by the manual gel method and results were consistent with the provue negative result to the forward anti-a microwell. Anti-a1 lectin testing was negative. Mts abd/rev gel cards lot# 040315037-10 mts diluent 2 plus lot not provided ocd has confirmed that the patients' blood group has been corrected from b pos to a2b pos and no transfusion occurred as a result of this discrepancy. No reported concern with qc or any other patient tested in the listed lot# of gel cards. Issue started on: (B)(6) 2015. Frequency: 1x. Methodology used: provue/manual gel and traditional tube. Reaction grade obtained: provue and manual gel. Anti-a(0) anti-b(3+) anti-d(4+) control (negative) a1 cell(3+)/b cell(negative). Customer was expecting: positive reaction with anti-a microwell based on the tube testing with the secondary sample. Sample type: edta. Visual appearance before use: ok. Review of the .tif image confirmed a negative result in the anti-a microwell. Ocd discussed with the customer the subgroups and the listed limitation listed in the IFU mts abd/rev gel cards. "Some weak subgroups of the a and b antigen may not be detected by these mts anti-a and anti-b reagents" customer indicates their understanding of the listed limitation and are confident the provue operated as expected. Customer requesting no additional follow up. Ocd assured the customer based on the nature of the call, ocd will further investigate their reported concern.